Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. The customer went to the emergency room and was subsequently admitted into the hospital with a blood glucose (bg) level of "high"; although specific value was not provided. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 23 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.